Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the cause of the shocking sensation wasn¿t determined. The rep did an impedance check that showed the best impedance numbers. The rep reported that the patient was going to call them if they had any additional shocking or call patient services and the rep hadn¿t heard anything. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The rep reported that during normal use, when the patient sat down, there was a shocking, jolting sensation in the low back near the pocket area and wrapped around to the right side. No further complications were reported.